Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with va-lcp posterolateral distal humerus plate, washer and screw construct for a right elbow on (B)(6) 2013. Patient was returned to the or on (B)(6) 2013 for removal of hardware due to an infection and non-union. The hardware was removed without complication. Patient was not revised to any additional hardware at this time. It is unknown as to what the surgeon plans on doing at the moment. No further information was provided. This is 6 of 6 for the same event, complaint #(B)(4).